Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed right ventricular (rv) lead oversensing. X-ray was performed and revealed externalized conductors. No changes or intervention was performed. The patient was stable.

Event description:
Additional information received notes that on (B)(6) 2023 the physician elected to cap and replace the right ventricular lead.

Event description:
Additional information received notes that there was oversensing noise on the right ventricular lead.